Event description:
It was reported that customer experienced leaking cartridges on several occasions. One of the leaking cartridge events reportedly caused blood glucose to rise to 550 mg/dl. Customer addressed high blood glucose with correction injections and repeatedly changed infusion sets and cartridges to resume insulin, then transitioned to multiple daily injections as backup therapy while technical support provided for pump replacement under warranty.